Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the ercp procedure, the sphincterotome would not bow. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; cut wire had melted the extrusion at the distal pierce hole and the extrusion was ripped .

Manufacturer narrative:
(B)(4): a visual examination revealed that the working length/distal tip with cut wire was twisted, the exposed cutting wire was discolored and appeared to have melted/ split the extrusion at the distal pierce hole. Also, the extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The distal pierce hole was elongated to approximately 3 mm (proximally from the distal pierce hole), which does not meet the maximum acceptable pierce hole elongation. The split (elongation of the distal pierce hole dimension) caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted/ split extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. The condition of the returned unit was not fully consistent with the complaint incident that the tome would not bow. During manufacturing, the tome devices are 100% inspected for wire integrity and bowing/ handle functionality so the extrusion was ripped and the distal pierce hole was elongated likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.